Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a hypoxic event on or about (B)(6) 2011, a cardiovascular event on or about (B)(6)2011 and subsequently expired on (B)(6) 2011 after the use of the product.